Event description:
It was reported patient underwent a peritrochanteric nail procedure on an unknown date. Subsequently, patient was revised on unknown date due to an unknown reason. During the procedure, the nail fractured.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.